Event description:
Pt implanted on unk date with curved soft rod, 3-d head for click'x screws and click'x locking cap for ti 3-d head at s1, right side for a lumbar fusion at l4-s1. The rod pulled out of the 3-d head and locking cap postoperatively. The rod appeared to be properly in place on a followup x-ray. Reportedly, the pt heard or felt a pop and an x-ray taken showed the rod displaced from the 3-d head and locking cap. Hardware was removed and replaced. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. The product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.